Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The unknown biomet screw and was not returned. Since the reported item has not been returned, visual/functional inspection could not be performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint reported that while attempting to tighten a crown he was unable to tighten down the screw. The (l-tirw) torque wrench did not read the ncm correctly and he snapped the screw.. The reported complaint is non-verifiable as the reported core product was not returned, no pictures were provided by the customer and the device malfunction cannot be verified. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
(B)(4). Catalog number and lot number are not provided/unknown. Device not returned to manufacturer.

Event description:
It is reported that doctor was tightening an abutment screw (unk 3i screw). The screw fractured and doctor removed the screw.